Event description:
It was reported that the patient underwent an implantable neurostimulator replacement due to a recharging issue that lasted for several months (battery not recharging properly). The patient recovered from the replacement procedure without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.